Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: motor device the reporter¿s complete facility address was not provided. The product code is unknown. Therefore, the brand name, catalog number, lot/serial number, 510k classification, and the manufacture date are unknown, therefore the UDI cannot be completed. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 2 of 2 of the same event: it was reported from (B)(6) that before surgery, while checking the craniotome and motor devices, it was discovered that the craniotome was warming up during use. It was further reported that the motor device was not working properly. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: b5: d10: during subsequent follow-up with the reporter, additional information was obtained. The reporter clarified that the handpiece device was also getting hot while being used together with the craniotome and attachment devices. According to the reporter, four different attachments were tried with the handpiece and the result was the same, the handpiece was getting hot. The reporter indicated that there was no allegation of malfunction against the attachments as the devices were working properly. Based upon the additional information provided, the attachment devices have been included in this event and added as concomitant medical products. D10: concomitant med products and therapy dates: attachment devices.